Event description:
It was reported the patients blood glucose level rose above 500 mg/dl. The pod had a communication error during operation while wearing the pod between 4 and 24 hours. As treatment, a new pod was applied.

Manufacturer narrative:
Investigation found no defects or deficiencies that would contribute to a communication error. An 0x1c alarm was generated indicating that the pod had reached its expiration time of 80 hours. This is not a failure of the device but rather a safety feature. It could not be determined if this alarm contributed to the reported event. The exposed portion of the soft cannula was observed to be flattened. It could not be determined when or how this damage occurred. Fluid flowed through the complete fluid path despite damage observed.